Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the o2 low flow test step during testing. The device's active exhalation controller needs replaced to address the issue. Additionally, unrelated to the test failure, during the evaluation of the device at the manufacturer's service center, the porting block port was found to be cracked, the cord retainer was found to be missing/broken, the rear & base enclosures were found to be damaged, and the device was found to have missing/displaced rubber feet. The universal porting block, the cable clamp, the rear case enclosure and base enclosure assembly need to be replaced to address the issues.